Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2005, awareness date 25-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Additional information received on 17-nov-2015. Consumer reported essure was inserted after her fourth child. Six months later, she had her confirmation hysterosalpingogram test done and confirmed blocked. Three years later positive pregnancy. As she went through her nine months she had extreme pain on each of her sides where she would suggest the coils would have been. She made it to the end. On (B)(6) 2015 the consumer gave birth a healthy boy. She continued to have hair loss. Her doctor and she already scheduled hysterectomy which was performed on (B)(6) 2015 at the age of (B)(6). Her left coil migrated into the uterus so future pregnancy would have been possible. Product technical complaint (ptc) investigation result received on 17-nov-2015 ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant and delivered after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (3.5 years after essure placement). According to her, her left coil migrated into the uterus. The reported events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this case, consumer's hsg test (performed 6 months after device insertion) confirmed tubal occlusion. She became pregnant 3 years after device placement. After delivery, a device expulsion was found. This could have been a contributory role in the reported essure failure (pregnancy). However, since the exact mechanism of the events is not known (whether essure device was expelled first and the pregnancy followed, or whether it was in place during the conception and was expelled later), causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.